Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013, a coronary intervention was performed to treat stable angina. Pre-dilatation was performed prior to stenting. A 3.5x15 mm xience prime stent was placed in a de novo, 99% stenosed lesion located in the mid left circumflex (lcx) after which post-dilatation was performed. A 2.5x15 mm xience xpedition stent was also placed for treatment of restenosis of unknown stent with 53% stenosis in the mid right coronary artery (rca). The procedure was completed without issue. On (B)(6) 2014, at 1 year follow up, the patient was experiencing ventricular fibrillation for which coronary intervention was performed. Balloon angioplasty was performed on the 3.5x15 mm xience prime stent placed in the lcx. On (B)(6) 2014, the patient had recovered from the symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the previous medwatch filing additional information received stated, although the patient returned on (B)(6) 2014, experiencing ventricular fibrillation, the physician stated that the v-fib was not related to the stent, rather suspected it occurred due to deterioration of left heart function. The patient was treated with unspecified emergency medical care. Additionally the xience prime stent was noted to have restenosed and was treated with balloon angioplasty on (B)(6) 2014. No additional information was provided.